Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, which appeared to cause early termination of mode switch on some electrograms (egm). The ra lead remains in use. It was also reported that the right ventricular (rv) lead was noted with undersensing of a single beat. The rv lead remains in use. No patient complications have been reported as a result of this event.